Event description:
It was reported that the rigid video scope experienced a green image problem. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h2, h3, h4, h6, h11 corrected fields: e4, g4, h8 the device was returned to olympus for inspection and the reported failure was confirmed in addition, the following reportable malfunctions were identified during the device evaluation: the charge coupled device (ccd/r-unit) is broken a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the charge coupled device (ccd/r-unit) is broken and therefore the image is green. The most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.